Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported, the physician found the spring wire guide kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn # (B)(4). The customer returned an opened cvc kit including: a 2-l catheter, 18ga introducer needle, 20ga introducer needle with the swg advanced through for evaluation. The guide wire had multiple kinks on the distal and proximal ends, and signs of use were observed. The distal j-bend was misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. One kinked measured 28mm from the proximal tip of the guide wire. The major kinks on the distal end measured 5mm, 10mm, 14mm, and 27mm from the distal tip of the guide wire body. The guide wire length measured 454mm, which is within the specification limits of 449.2mm-458.8mm per the guide wire product drawing. The guide wire outer diameter measured 0.517 mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle assembly and there was slight resistance at the sites of kinking, but overall, the guide wire was able to pass with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed multiple kinks throughout the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the spring wire guide kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.